Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted multiple cs 064 call service alarms. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500 mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2018 with the following findings: review of the pump¿s alarm history revealed record of cs 064-0008. On investigation, the pump emitted a cs078-0008 alarm during the rewind step as per the complaint. The pump was opened for investigation and revealed moisture damage to the printed circuit board. Investigation concluded the alarm issue was due to internal moisture damage.